Event description:
It was reported that there was no picture on the camera head. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the reported device, intended use in treatment, was received for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and the head housing is scratched and dented. A functional evaluation revealed multicolored vertical lines filled the image. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed and the root cause has been associated with a component failure. A complaint history review found related failures. Factors, unrelated to the manufacturing and design of the device that could have contributed to the damage, include an unintended impact event inconsistent with normal use.